Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker exhibited loss of capture (loc). It was also noted that this patient had a syncope episode. Technical services (ts) reviewed and noted no there were no recorded episodes for this implantable device. This device remains in service. No adverse patient effects were reported.